Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and nine months following the implant of this transcatheter bioprosthetic pulmonary valve, the valve was replaced with a tissue valve. The reason for replacement is unknown. No additional adverse patient effects were reported.